Event description:
It was reported that during the procedure the blades were not sharp enough, and when the surgeon pushed harder on the device to achieve the desired effect, part of the bone was fractured. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 574777442 / calcar planer blade 38 mm length & cat #: 574777443 / calcar planer blade 42 mm length the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01919. 0001822565-2024-01920. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the proximal right femur. Anatomic alignment of the right hip arthroplasty. The complaint was confirmed based on the evaluation of the provided x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to user error, as the rep indicated the blades have experienced multiple uses through many years, but that they are dull and extra force is needed to get them to work. Per the IFU 87-6203-999-99, instrument/provisional use, care, and sterilization, it states "do not use cutting/sharp instruments with dull or deformed edges or instruments/provisionals that are deformed, corroded, damaged, or won. They may not perform as intended." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.